Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had unresponsive buttons and alarmed stuck button. Troubleshooting keypad anomaly was performed. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they were traveling through the mountains when asked if the insulin pump was exposed to change in altitude. The customer also stated that the keypad was compressed. The customer was advised that a battery cap removal and insertion of new battery can resolve the issue, however, the customer was traveling and did not have a new battery. The customer stated that they will locate a new battery. There was no indication of the issues being resolve during the call. The insulin pump will not be returned for analysis.